Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing broken ribs from CPR were being irritated under the lifevest equipment. Patient described the area as painful where device presses on ribs. There was no alleged device malfunction contributing to the pain. There is no indication that the patient received medical intervention. Outcome of the pain is unknown as the patient has since passed away.